Event description:
It was reported the patient was experiencing discomfort while sitting, "numbness on both elbows and down", and stimulation in the wrong location. The symptoms began 2008. The patient reportedly "can feel the leads" and that "the wires are broken". The patient was seeking a new physician. Additional information has been requested but was not available on the date of this report.